Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty maintaining communication between his charger and ipg. The patient is not receiving stimulation. Surgical intervention is pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention where his ipg was replaced with a new one. It was determined the patient stopped recharging due to unwanted stimulation (reference MFR. 1627487-2015-10121). The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.